Manufacturer narrative:
Second device - lot number: 16g07rd expires: 07/02/2018. Second device-the returned device was received and tested. The investigator discovered that the co2 was leaking from the manifold seal, which is the probable contributor to the reported failure of cia. Therefore, the device issue is not directly related to the event. There were no visual imperfections found with the electrode array. Second device - device manufacture date: 08/03/2016. Device history record (DHR) review was conducted for the reported identification numbers. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: · use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. · if the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. · the novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Reference internal complaint cc#(B)(4).

Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2016-00263. It was reported the physician performed a novasure endometrial ablation on 10/04/2016. The physician received several unsuccessful cavity integrity assessment (cia) tests using two disposable devices. The physician performed a laparoscopy and noted a perforation. On (B)(6) 2016, it was reported the patient was admitted into the hospital and discharged after two days. It is unknown if intervention was required. The patient returned to the office for follow up and is "doing well. " dilatation (not a hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Second device - lot number: 16g07rd expires: 07/02/2018. The devices have not yet been returned therefore, a failure analysis of the complaint devices cannot be completed. If the devices are returned and evaluation completed, a supplemental medwatch will be filed. Second device - device manufacture date: 08/03/2016 device history record (DHR) review was conducted for the reported identification numbers. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2016. The physician received several unsuccessful cavity integrity assessment (cia) tests using two disposable devices. The physician performed a laparoscopy and noted a perforation. Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.